Event description:
Boston scientific received information that during the pre-discharge check, one day post implant of this device system, loss of capture (loc) was observed. An xray confirmed that the right atrial (ra), right ventricular (rv) and left ventricular (lv) leads had dislodged. The patient's physician reported the dislodgement resulted from stress placed on the leads when the patient self-transferred from one bed to another. An invasive revision procedure was performed and all leads were repositioned successfully. No adverse patient effects were reported as a result of the procedure.

Manufacturer narrative:
All available information indicates that this product remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.